Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
A broken trial was found during routine inspection.

Manufacturer narrative:
Evaluation of the returned device found that no pieces were missing as originally reported. Therefore this product would not cause a patient harm and this product was reported in error. This report will be rejected.